Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low glucose after announcing a meal on the ilet, which they do not typically do; the user was advised that inconsistent meal announcements could result in low glucose and to either announce every meal or none. Symptoms included low blood glucose, with a nadir of 72 mg/dl. Outcomes included transient low glucose outside the target range for a couple of hours, without use of backup therapy, medical intervention, or assistance, and with recovery to normal range after additional food intake. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed that inconsistent meal announcements likely contributed to the low glucose. It was concluded that device performance was consistent with design when used with inconsistent meal announcements, and user education was provided to mitigate recurrence.